Event description:
Boston scientific received information that during a device follow-up on this non-dependent pacemaker patient, noise was noted on the right ventricular (rv) channel. The noise was marked as ventricular fibrillation (vf). There were therapies given and they were able to reproduce the same noise with all the normal movements. The doctor planned to introduce a new ventricular lead. This implantable cardioverter defibrillator (ICD) was programmed to monitor only. Additionally, the field representative confirmed that they suspected a lead fracture and that based on the x-ray, it seemed like the fracture was behind the clavicle. However, all other measurements were within limits. The device remains in service and this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.